Manufacturer narrative:
(B)(4).

Event description:
The consumer via the representative reported the patient's lead was removed due to the patient having a "mercer" infection. The consumer thought the (B)(6) infection came from the device itself, so the device was being tested to verify actual source of infection. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.